Manufacturer narrative:
Impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the implant threads and drive features. Product matched print specification where measured. No pre-existing conditions were noted on the per. The reported product was located on tooth site 30 (universal). The implant was used for approximately 6 days. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvwb8 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (nerve injury) or product (tsvwb8). Therefore, based on the available information, device malfunction has not occurred and the reported events were non-verifiable. Based on the investigation and risk file review, the potential cause for the reported event is customer error in case planning.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwb8) was removed to avoid nerve damage at tooth location 30. Implant was changed for a 4.7x8 mm implant.